Event description:
It was reported to philips that the system's generator was unable to boot, preventing the full system boot. The device was not in clinical use at the time of the event. No harm to patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that system unable to boot. Review of the logfile shows malfunction related to power supply. Upon troubleshooting, the philips remote service engineer (fse) checked the system onsite and found that the system was intermittently displaying a tube defect error message. The rse ran pc diagnostics tool and confirmed that x-ray exposure was not possible due to the defect and requested onsite support. To resolve the issue, the philips field service engineer (fse) replaced the power supply for the generator controller, rebooted the unit, and performed x-ray exposure tests. The defective part was sent for analysis, for mpd control unit malfunction was observed and the failure was found to be electrical defect. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.